Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety shield did not activate on one (1) sample after the blood collection was completed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received one photo for investigation. The image depicts a healthcare worker attempting to use their thumb to activate the safety shield; however, the shield is not activated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: unable to activate. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.